Manufacturer narrative:
Medtronic received additional information that the valve maximum velocity was reported as 3.9 m/s, the pressure maximum was 62mmhg, the pressure mean was 35mmhg and there was mild insufficiency. Patient initials added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was slightly distorted (oval shaped). The valve exhibited sewing ring damage, consistent with damage that could occur during explant. All leaflets were in the closed position with wavy free margins, and were slightly stiff but flexible, except where host tissue was present. The free margins of all cusps were twisted. An intracuspal hematoma was noted on the inflow aspect of the right cusp (rc). Intracuspal hematomas were observed on the inferior coaptive areas between the right (rc) and non-coronary cusps (nc), as well as between the non-coronary (nc) and left cusps (lc). Calcification nodules were noted on the non-coronary (nc) and right cusps (rc), which were likely to have contributed to the observed tissue deterioration surrounding the right non-coronary commissure. Calcification nodules were noted on the left (lc) and right cusps (rc). Calcification nodules were noted on the free margins of right (rc) and non-coronary (nc) cusps leading up to the right non-coronary commissure. The left non-coronary commissure appeared intact. Calcification nodules were observed on the left (lc) and right (rc) cusps, likely contributing to the tissue deterioration on the left right commissure. Tissue deterioration was in line with the calcification nodules. On the inflow, pannus was observed extending from the base stitching onto the inflow margin of attachment of the left cusp (lc), into the inferior coaptive area between the left (lc) and non-coronary cusp (nc). A thin layer of pannus was noted on the inflow right cusp (rc) near the margin of attachment. Thick, glistening off white pannus was observed on the sewing right adjacent to the right (rc) and left cusps (lc) extending to and partially encapsulating the left right stent post. Thick, glistening off white pannus was observed along the outflow rail of the right cusp (rc). An unknown amount of pannus appeared to have been removed during explant. Radiography revealed calcification on all leaflets, predominantly around the right left commissure, right cusp and right non-coronary commissure. Conclusion: tissue deterioration was observed on left right commissure and non-coronary right commissures due to calcification, which may have led to the reported regurgitation. The pannus overgrowth on the inflow that extended out onto the leaflet would have impaired the leaflet mobility. The impairment of leaflet mobility may have led to the reported high gradients. Reduced performance of the valve is attributed to host tissue overgrowth (pannus) and calcification. These findings are generally considered patient-related conditions. Calcification and pannus overgrowth have been an inherent risk of surgical valve replacement. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 4 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 10 years and 5 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced due to regurgitation and a commissural tear between the right coronary and left coronary cusps. No additional adverse patient effects were reported.  The device has been returned to medtronic and the analysis is in progress. A supplemental report will be submitted upon completion of the product analysis. If information is provided in the future, a supplemental report will be issued.